Manufacturer narrative:
Complaint conclusion: during the use of the sheath introducer (accessory for optease), it was reported that there was a retrograde attempt to insert the sheath to the vein but there was strong resistance felt and could not be inserted. Therefore the sheath was removed from the patient and was confirmed that its distal tip was frayed at 1-2mm. The optease was changed to another new optease and the procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. An approach was made from the right femoral vein. There was ascites fluid so it was not easy to tap and it took approximately 1 hour to insert a guidewire into the vein. The target lesion was the left femoral vein. The lesion was not calcified and heavily tortuous. The rate of stenosis was 0%. A non-sterile unit of 55cm optease for femoral delivery only was received inside of a plastic bag. A csi cannula, a vessel dilator were received. Bent condition was observed at 19 cm from distal tip and wave conditions were observed on distal tip section from vessel dilator. A kink condition was observed on csi cannula at 3.5 cm from proximal section. Obturator and filter were not received. A csi cannula, a vessel dilator were inspected under vision system. Frayed/split/torn condition observed on csi cannula was confirmed on the tip. A torn condition was observed on tip from vessel dilator. Sem analysis was performed to the received unit with the following results: sem results show evidence of elongations at the surrounding areas of the frayed/split condition found on brite tip. Elongations can suggest an application of stress that exceeds the material yield strength and are common characteristics of pieces which were stretched/ pulled until separation. No other issues were found during sem analysis. Review of lot 15860769 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿thrombectomy systems- brite tip (csi/filters)- frayed/split/torn-in patient¿ and ¿catheter sheath introducer (csi) - insertion difficulty ¿ were confirmed through analysis of the returned device. The exact cause could not be determined; however, patient factors (¿there was ascites fluid so it was not easy to tap and it took approximately 1 hour to insert a guidewire into the vein¿ ) may have contributed to the difficulty experienced as no damage was noted on the product upon inspection prior to use. Additionally, analysis of the device noted elongation at the point of the damage. The instructions for use (IFU) instructs to ¿pass the sheath introducer system over the guidewire, grasp the sheath introducer close to the skin to prevent buckling. Using a rotating motion, advance the assembly through the tissue and into the vessel.¿ the IFU also precautions that if resistance is met at any point of the procedure, to discontinue the procedure and determine the cause before proceeding. Neither the analysis nor the DHR suggest a design or manufacturing related cause for the difficulty experienced by the customer. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of the sheath introducer (accessory for optease), it was reported that there was a retrograde attempt to insert the sheath to the vein but there was strong resistance felt and could not be inserted. Therefore the sheath was removed from the patient and was confirmed that its distal tip was frayed at 1-2mm. The optease was changed to another new optease and the procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. An approach was made from the right femoral vein. There was ascites fluid so it was not easy to tap and it took approximately 1 hour to insert a guidewire into the vein. The target lesion was the left femoral vein. The lesion was not calcified and heavily tortuous. The rate of stenosis was 0%. Additional information has been requested.